Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient was in a vegetative state and was wearing the lifevest. It was reported that the patient had developed a "decubitus" or bedsore on her back due to being bedridden and unresponsive. It was reported that the skin was intact but was red and was on the patient's upper left scapula. It was reported that the lifevest was removed and the patient was then monitored with hospital equipment. It was reported that the sore had healed, but pressure marks would reappear if the device was put back on the patient.